Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump alarmed an error code 12. They also stated that they were unable to turn the pump on or off. Mmdg followed up with the initial reporter who stated that they were provided with a new pump, but they did not receive in until eleven hours after the error code occurred. They also stated that the patient refused to eat orally while waiting for the replacement pump, resulting in two missed feedings. No adverse effect to the patient was reported. [(B)(4)].